Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.